Event description:
The lay reporter, the lay patient's wife, contacted lifescan alleging that the patient's one touch ultra meter was displaying the error 4 message. The pt takes 70/30 insulin twice a day based on his meter readings. The pt's one touch ultra meter began prompting the error 4 message. The wife continued giving the patient his usual insulin dosage. When the patient woke on the am of march 20, 2006 his color was "grayish" and he complained of dizziness. The wife was unable to obtain a meter reading; the error 4 message appeared. She did not administer the patient's am insulin dose because she did not know whether his blood glucose level was high or low. She took the patient to the ER where a result of 340 mg/dl was obtained on the ER device. The patient was treated with 28 units of 70/30 insulin and released to home. The customer service agent (csa) walked the wife through attempting to test with the meter and was unable to resolve the error 4 issue. The meter, test strips, and control solution were replaced. The complaint is being reported because the patient was unable to test while obtaining an error message and was treated for hyperglycemia.